Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. The exposed portion of the soft cannula was found to be torn. It could not be determined when this damage occurred, or if this damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours their blood glucose level rose to over 300 mg/dl.